Manufacturer narrative:
The end-user reports using an apple watch as the primary controller and over time has been having connectivity issues, primarily where the smartdrive device will no longer pair wirelessly and when it does, will lose connection. Claims the current issue with the smartdrive device now is when they turn it on via the power switch, claims the motor will immediately engage a drive command. The end-user stated he did not have the wearable paired when this occurred and the mx2+ app was not in focus. The end-user stated there arent any other control methods being connected to the device. Permobil discussed the age of the device having exceeded useful life expectancy, and the potential for component failure within. The end-user stated that he has discussed service with their provider and they chose to replace the device with new as opposed to repair. Although permobil was able to confirm a product malfunction having occurred, due to the age of the product, and being unavailable for evaluation, permobil is unable to reach a determination as to posible root cause without speculation. If any new information is received, a follow-up report will be submitted.

Event description:
The end-user reports when powering on the smartdrive device, claims the device will immediately engage the motor without any physical commands being given from the wearable controller. No injuries were reported to have occurred as a result.